Manufacturer narrative:
Summary evaluation: the problem experienced by the surgeon is the consequence of a faulty repair of the instrument further to the fracture of the plastic cover. The design of the instrument was changed.

Event description:
Broke during use. Handle won't lock pin in handle missing. There was no adverse consequence to the pt or delay in surgery of anesthesia time.